Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose level was 130mg/dl. Customer was advised to monitor the pump and that patient may continue to wear the pump until replacement arrives. Insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed unexpected restart test and displacement test. No unexpected restart error after battery change alarm noted during testing. Unit was received with cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and stained address/serial number label.